Event description:
Liner exchange (infection).

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00405819_1644408-2023-00477; 342-10-706, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.